Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The distal segment of the returned guidewire was deformed like a latin letter alpha. The coil wire and the polymer jacket of the guidewire were elongated distally to the distal middle solder (located at 22mm from the distal tip). At approximately 12mm from the distal-middle solder, the polymer jacket was ruptured. At approximately 27mm from the distal-middle solder, the coil wire was fractured. The diameter of the coil wire was getting smaller towards the fracture site; this characteristic is typically seen of a wire that was fractured due to excessive tensile force. The core wire of the guidewire was exposed at the elongated polymer jacket. It was found fractured at approximately 9mm from the distal-middle solder. The diameter of the core wire was also getting smaller towards the fracture. Based on the above findings, it was concluded approximately 13mm of the distal segment was missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the tensile force exceeding the guidewire's design limit might have inadvertently applied while the distal end of the guide wire had been trapped by a false lumen. There was no indication of product deficiency. IFU states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, an asahi guidewire broke during procedure to treat a heavily calcified cto lesion in the sfa and is left in the patient. It was when the guide wire was pulled back into the true lumen. The physician decided to leave the wire fragment because of the small diameter of the vessel. It was reported that the patient had been fine after the procedure. No remedial action was reportedly taken.